Event description:
It was reported while using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, there was a false positive result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record for batch 4116305 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and one other complaint has been taken on batch 4116305. Retention samples from batch 4116305 were available for inspection. No returns or photos were received for investigation. For investigation, retention samples from batch 4116305 were performance tested for growth of the organisms reported in the certificate of analysis. All organisms tested for growth, as listed in the certificate of analysis, had detectible growth in the instrument within the expected incubation time. Uninoculated (negative) control tubes from batch 4116305 had no detection for the duration of the testing. All performance testing for growth was satisfactory. Retention sample testing did not find a performance defect. This complaint cannot be confirmed. Bd will continue to trend complaints for performance defects. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.